Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that the acoustic lens tooth was missing, exposing the adhesive layer. It was determined that an electrical component needed to be replaced. There was no patient involvement.